Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) came in for routine 3 month follow up, states that they experienced a one time shocking sensation while just sitting down. States they have unwillingly lost about 25lbs and thinks the scar tissue around the lead anchor site had moved or shifted causing that uncomfortable sensation. Rep just wanted to make note of what pt said. Pt denies any other complaints at this time. All impedances are normal and pt denies any change in therapy. There is not further information to report.